Event description:
Mom stated new pump was malfunctioning when the nurse tried to use it today so another new pump is needed - no dose was missed because they were able to use the expired pump. No adverse events reported. Replacement pump sent. Serial number not provided. No further information provided.